Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device was getting intermittent power from handpiece. When the device was plugged into power source, it actually received power, started working and immediately died. The event occurred during surgery and there was no harm, no delay reported. Another handpiece was used to finish the case. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. UDI#: (B)(4). On january 4, 2019, it was reported that the device was getting intermittent power from hand piece. When the device was plugged into power source, it actually received power, started working and immediately died. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated electric dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the electric dermatome on january 28, 2019 revealed that the motor was running erratically. The calibration was within specifications and the control bar was in the correct position. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical on january 28, 2019 which included replacement of the power cord assembly, switch, motor, bearings, and spring seal. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the motor was running erratically. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the motor was running erratically. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.